Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h6, h10, h11. G code: drawer failure. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-nov-2022 to 29-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failed and prevented the user from removing the medication. A field service engineer confirmed with the customer that the user recovered the drawer under "recover storage space " in the application. The system functioned as intended after the field service engineer accessed the device.

Event description:
It was reported when using the bd pyxis medstation es system there was a drawer failure that prevented user from removing a medication. Customer reported they tried to reboot but the issue persisted. The customer reported that there was no delay in the patient workflow due to this malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer failed despite the device being restarted. The field service engineer confirmed with the customer that the user recovered the drawer under " recover storage space " in the application, and the system functioned as intended.

Event description:
It was reported when using the pyxis medstation es system there was a drawer failure that prevented user from removing a medication. The customer reported that there was no delay in the patient workflow due to this malfunction. There were no adverse events or injuries reported based on this incident.